Manufacturer narrative:
The hill-rom technician found the casters not holding. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brake casters are not holding. The bed was located at the account on the med surgical floor. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).